Event description:
It was reported that two limbs of an ivc filter perforated the wall of the vena cava. Reportedly, during the retrieval of the filter, the pt experienced pain and the retrieval procedure was terminated. CT scans taken two days later demonstrated that two filter legs had perforated the cava wall. No adverse consequences to the pt were reported.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be reviewed. The filter remains implanted. Therefore, a sample eval could not be performed. The investigation is currently underway.